Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the pillow case and bath blanket were noted to be wet and leaking was found at the split septum port during rituxan infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Correction to initial reporter address.